Event description:
The customer called to report a blank display after changing the battery. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unexpected low battery alarms and a blank display due to cotton and debris covering the battery spring.